Event description:
It was reported via the implant patient registry that an 8300ab 25mm intuity elite aortic valve, implanted for three (3) years and eight (8) months, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that an 25mm 8300ab intuity elite aortic valve, implanted for three (3) years and eight (8) months, was explanted due to endocarditis (histoplasma). The explanted device was replaced with a 25mm 3300tfx aortic valve. Per the medical records, the patient was admitted with concern for disseminated histoplasmosis after work-up showed r epididymitis, numerous intracranial lesions, numerous small pulmonary nodules, leukopenia, and yeast within granulomas on bone marrow biopsy. Further work-up showed positive serum histoplasma serology, and tee showed a small mobile mass on a leaflet of the bioprosthetic aortic valve. The patient was initially treated with amphotericin. Approximately one month of amphotericin treatment, there was no change in the size of the aortic valve vegetation. Therefore, redo avr was performed. The 25mm 8300ab valve was explanted and replaced with a 25mm 3300tfx aortic valve supra-annularly. The patient was separated from cardiopulmonary bypass and tee revealed the prosthesis opened and closed without regurgitation and a mean gradient of 7mmhg. The patient tolerated the procedure well and was transported to the ICU in stable, but critical condition. His hospital course was complicated by acute blood loss anemia that required blood transfusion and acute kidney injury that improved with conservation management. He had intermittent episodes of atrial fibrillation. It was resolved and he maintained on amiodarone secondary to a previous junctional rhythm. The patient was discharged home on pod #6 in stable condition.